Event description:
The clinic reported that a laser vision correction patient presented at the three week post op exam with central islands in right eye following a conventional lasik treatment in the right eye and a custom lasik treatment in the left eye. The patient's vision was correctable to 20/25 in the right eye and 20/20 in the left eye.

Manufacturer narrative:
(B)(4). The amo field service specialist evaluated the excimer laser at the customer location and did not find any issues that were related to the reported event. Calibrations were performed to optimize system stability. Field service found the cooling system was empty and the cooling tubing was leaking. Service replaced and refilled the reservoir and replaced the cooling line. The customer was advised on the proper operation when the system has been sitting for a while. Field service also indicated that other patients treated on the same days did not have any issues with their outcomes. The treating surgeon reported that the system was functioning normally after repair. All pertinent information available to amo has been submitted.